Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the cause is a user error in which the user pushed the fiber too far down the scope resulting in the fiber tip breaking. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Device has not been returned for evaluation. No findings available. The customer¿s complaint was not confirmed. The cause could not be determined. No further information was reported.

Event description:
The customer reported to olympus that during a lithotripsy procedure, the surgeon pushed the laser fiber excessively far and the laser fiber hit the stone and the tip broke off inside the patient. It was indicated that the tip was flushed out. The procedure was completed by switching to a new fiber. There was no patient injury reported.